Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the power switch assembly. The ventilator passed all testing.

Event description:
It was reported that the ventilator power switch was intermittently won't power on. There was no patient connected to the device.